Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead was not pacing nor sensing the r-wave . During extraction the physician was shocked while handling the lead and device. The lead was explanted.